Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted form 80% to 40% in approximately 12 hours. The customer¿s blood glucose (bg) level was 409 (mg/dl). Insulin via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.